Manufacturer narrative:
Unit passed self test and displacement test. Software error detected alarm found in the pump history (linenumber=275 and filenumber=142). Problem isolated to electronic assemblies. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. The insulin pump was reset and initial setting was requested, so it was dealt with, and it was found that the insulin pump could be used after that. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.